Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 391 mg/dl, large ketones and malaise; cause was unknown. Reportedly, the customer just started birth control and suspected that to be a potential contributing factor to elevated bg; however this could not be confirmed. Bg was addressed via drinking fluids, manual injections, and a site change. The customer was instructed to consult with healthcare provider regarding bg level.